Event description:
It was reported that the user received an urgent low soon alert from a connected sensor at a glucose of 105 mg/dl with a down arrow, later reading 93 mg/dl with a flat arrow, after announcing and eating dinner that led to a postprandial spike to 283 mg/dl. The event was attributed to an incorrect meal announcement size rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement entry, with the user interface implicated as the involved component and the medical device problem characterized as an incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.